Event description:
It was reported that the device had been damaged. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device, and verified the reported failure. Physio replaced the front and rear cases, as well as the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. The reported failure was determined to be caused by customer damage.